Event description:
It was reported that before use, during the preparation of a coronary artery stenting procedure, the stent was not properly mounted. The lesion being treated was located in the left anterior descending (lad) artery. The physician reported that when preparing the 3.50x20mm taxus liberte stent system prior to doing the pci, the doctor noticed that the proximal end was not mounted properly on the delivery balloon; however, he wanted to try to deliver the stent, but he couldn't cross the lesion and tried to pull back the stent. It got stuck with the catheter and consequently the physician had to pull out the whole system and use another stent to complete the procedure. There were no patient complications and the patient condition is stated as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).